Manufacturer narrative:
Corrected d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012508012); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following valve placement at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), paravalvular leak was observed. A post implant balloon dilation was performed. During the post-implant balloon dilation, the valve dislodged to an unknown depth. Per the physician, the balloon dilation caused the dislodge. A second valve was implanted in the patient.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following valve placement at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), paravalvular leak was observed. A post implant balloon dilation was performed. During the post-implant balloon dilation, the valve dislodged to an unknown depth. Per the physician, the balloon dilation caused the dislodge. A second valve was implanted in the patient. Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic.